Event description:
The pt reportedly experienced intermittency with his device followed by over loud stimulation. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing confirmed that device is not functioning. Surgery to explant the pt's device has been scheduled.